Event description:
It was reported that the data from the customer's insulin pump did not match her corresponding carelink software. The customer stated that it displayed that she ate 800 carbohydrates, which she believed to be inaccurate. Her blood glucose was 229 mg/dl. The customer reported that her trainer thinks there may be something wrong with the insulin pump. The customer stated she has inexplicably experienced high blood glucose for the past month. Nothing further reported.